Event description:
Medtronic received information that pump error 43 occurred and pump was exposed to magnetic field. There was no adverse impact or consequence reported as a result of this event. Customer was able to clear the alarms and able to rewind. The product was returned for analysis.

Manufacturer narrative:
This complaint is part of retrospective review and remediation s/w 5.2b retainer ring = black on (B)(6) 2022 the customer alleged the pump having pump error 43 alarm. During power up, the unit received pump error 38 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, sleep current measurement, active current measurement, and self tests or verify error 43 alarm due to the pump error 38. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 38 alarm on (B)(6) 2022 06:56:47, (B)(6) 2022 20:53:20. And pump error 43 alarm on (B)(6) 2022 08:44:39. (B)(6) 2022 20:36:39. (B)(6) 2022 20:53:20. (B)(6) 2022 20:53:42. Pump was cut open to perform visual inspection and found moisture damage on the motor, force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In conclusion, pump error 38 during rewind and pump error 43 alarm in the pump history confirmed due to moisture damage motor, sensor cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 770g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.